Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the annular rupture following valve deployment and post dilation of the valve cannot be confirmed. In addition to the procedure itself, patient factors (female gender, advanced age, small body weight) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, balloon aortic valvuloplasty was performed without issue. A 23mm sapien 3 valve was then deployed with nominal volume. The valve was then post dilated with the same volume. During post dilation of the valve, an annular rupture occurred. Although the blood pressure was stable, tee showed that a hematoma, originating from the commissure between the left coronary cusp (lcc) and the right coronary cusp (rcc), was gradually growing around the annulus and cardiac tamponade progressed. Hemostasis was achieved using manual pressure via the median sternotomy, followed by the use of fibrin sealant. The native annular valve area measured 346mm2. Mild annular calcification, moderate, uniform native leaflet calcification and no aortic root calcification was reported. The stj measured 23mm x 25mm and the sov measured 28mm x 30mm. The left main trunk (lmt) height measured 9.9mm.